Event description:
It was reported that the clip broke into two little pieces. Both pieces were removed from patient. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok l clips 6/cart 84/box lot# 73f1700313 was manufactured on 06/19/2017 a total of (B)(4) pieces. Lot was released on 06/23/2017. DHR investigation did not show issues related to complaint. The customer returned one loose clip 544240 hemolok l clips 6/cart 84/box for investigation. The cartridge was not returned. The loose clip was visually examined with and without magnification. Visual examination revealed that the clip was returned with the pierced bosses broken off. It could not be determined exactly how or what caused the clip to break at the pierced bosses. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." Although the root cause of this complaint issue could not be determined, a CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "clips broken" was confirmed based upon the sample received. One loose clip was returned with the pierced bosses broken off. It could not be determined exactly how or what caused the clip to break at the pierced bosses. A CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip broke into two little pieces. Both pieces were removed from patient. There was no patient injury.